Event description:
Reporter alleged blood glucose on the aviva system of 24 mg/dl with no symptoms of low blood glucose. Reporter alleged that the blood glucose result was stored as 82 mg/dl in the meter's memory. No action/treatment based on results was reported. No adverse event was reported in connection with the memory discrepancy. A request was made for the return of the suspect device and replacement product was sent.